Event description:
A remstar auto a-flex was returned to a third-party service center for evaluation. There were no reports of serious or permanent harm, injury, or medical intervention associated with the device. The evaluation confirmed visible foam particle contamination inside the blower kit, consistent with foam degradation. The error log revealed a total of 32 occurrences, including error codes e022 (err_motor_flux_magnitude), e062 (err_stuck_ramp_key), and e093 (err_rtc_value). Additional findings included dust contamination. The device was scrapped after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.